Manufacturer narrative:
Available information indicates that there was a problem with calibration and functional tests. The field service engineer (fse) visited onsite and evaluated the device. Nibp (non-invasive blood pressure) calibration was performed successfully. Following control tests, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the functional test failed. There was no patient involvement.